Event description:
The customer, reported that it had been noticed that the device was not clipping into 5057-1-115 properly. The customer reported that this device had only just come into use at the hospital.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the reported incident could not be confirmed. A functionality test was done on (B)(4) 2014. The test showed a normal functioning of the handle. However, within the review of production records, change requests and ncr, it has been identified that the device was manufactured according to a previous version of the drawing (before implementation of actions determined under ncr). In the corresponding change request is stated that for ongoing production orders the proposed change is not needed (running change). A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material or manufacturing related problems were not determined in the investigation.

Event description:
The customer, reported that it had been noticed that the device was not clipping into 5057-1-115 properly. The customer reported that this device had only just come into use at the hospital.

Manufacturer narrative:
On 3/31/2014 the device was received. A device investigation will be performed on the received device. If additional information becomes available it will be provided on a supplemental report.

Event description:
The customer, reported that it had been noticed that the device was not clipping into 5057-1-115 properly. The customer reported that this device had only just come into use at the hospital.

Manufacturer narrative:
The reported incident could not be confirmed, since the device was not returned for evaluation. However, within the review of production records, change requests and ncr, it has been identified this device was manufactured according to a previous version of the drawing (before implementation of some improvement actions previously determined) a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. Indications for any material or manufacturing related problems were not determined in the investigation. The customer will be provided with a credit note in term of goodwill. Device will not be returned.

Event description:
The customer, reported that it had been noticed that the device was not clipping into 5057-1-115 properly. The customer reported that this device had only just come into use at the hospital.